Event description:
The facility reported to the FDA a colleague triple channel infusion pump that became unplugged from the wall socket, blacked out and lost function during pt infusion. The device was infusing insulin, dilaudid, and versed at the time of the failure. The dosages of the medications are unk at this time. While the device was being replaced, the pt begun to wake up and became agitated. As the pt began to regain consciousness, the nursing staff found a single channel device and quickly started an infusion of another sedative. The infusions were restarted and the pt was able to be transferred into the operating room for the procedure. The male pt had undergone a liver transplant in 2008 and was about to undergo an exploratory laparoscopy when the pump experienced a failure. Although requested, no additional info has been provided.

Manufacturer narrative:
The pump is currently not available for eval. Baxter has made five requests for the pump, but the pump has not been received. Should the pump be received for eval, a follow up report will be filed upon completion of the eval or if additional info becomes available.